Event description:
According to the reporter, postoperatively of the cesarean section, it was noted that during the initial procedure, the skin was sutured with absorbable suture, and after suturing, the skin was intact without thread ends. The initial operation was successfully completed. Moreover, 164 days after discharge, the absorbable suture was not absorbed and the suture was visible on the skin, increasing the patient's psychological burden and wound pain. Hence, after a follow-up, the surgeon asked to observe and wait for the suture to fall off on its own.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.